Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the catheter found catheter body leaking past the barb on the connector pin.

Event description:
It was reported that the patient had loss of pain relief. The catheter was replaced due to ¿other¿. Additional information has been requested, but was not available as of the date of this report.

Event description:
On (B)(6) 2014 information was received from a representative indicating that it was a catheter revision only. They were told that the patient was doing fine.